Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up. The right atrial lead exhibited noise resulting in oversensing. Chest x-ray revealed there was no slack on the atrial lead; a micro-dislodgement was suspected. The patient was in stable condition. The device was reprogrammed.